Event description:
This notification was opened for review for information received that a trilogy evo ventilator experienced a ventilator inoperative issue. No death. No serious harm or injury was reported. The customer has indicated they would like to have the device repaired and returned. The device has not yet been returned to the third-party service center for repair.